Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for the event could not be determined, however, it is possible that the defect was caused by the stress of repeated use, external factors, or handling. The suggested events are detectable and preventable by handling the device in accordance with the following IFU. The instruction manual operation manual ¿ltf-s190-5/10, chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the deflectable videoscope exhibited tip objective lens, adhesive peeling. There were no reports of patient involvement.